Event description:
(B)(4). It was reported that following a coronary artery stenting procedure, stent fracture was discovered. The lesion being treated was a 2.75mm, 90% stenosed, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a 2.75x24mm taxus express2 study stent at 14 atms and post-dilatation with a 3.0x10mm balloon. Ivus was performed, it was confirmed that stent was implanted properly. Residual stenosis became 0%, timi flow 3. The pt was discharged 2 days later on plavix and aspirin. At 314 days after the index procedure, at a 9 month follow-up visit, no angina pectoris was confirmed. A stent fracture was confirmed in mid lad, it was 50% stenosed. The physician commented that the stenosis in the mid lad could be caused by the stent fracture. No pci has been scheduled as of now, the pt will be treated at the hosp as an outpatient in the spring of 2010. One year follow up was performed, no angina pectoris was confirmed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).